Event description:
It was reported that during an aortic procedure, an altatrack guidewire was used. While cannulating, some degree of force was applied to advance the guidewire and perforated the left renal artery. In a subsequent procedure, the artery was embolized, and the procedure continued with the same guidewire. After consultation, the physician believed that his handling of the guidewire was the most likely cause of the perforation. This adverse event is being submitted because the altatrack guidewire caused a perforation, requiring additional intervention. There was no alleged malfunction with the altatrack guidewire.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Block b6 & b7: no information available. Block c: not applicable for this device. Blocks d4 & h4: lot #, expiration date, serial #, UDI #, and device manufacture date are unknown. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is france. Block f9: information unknown. Block h3: the altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Block h6: based on the information available, the cause of the perforation is likely related to user handling. Perforations during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Section d4 & h4: the lot number was not provided, thus the following information are unknown: unique ID, expiration date, and manufacture date submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.